Event description:
It was reported the c10-3v transducer had broken lens. This was associated with an epiq 5g ultrasound system. This was found outside of patient use, there was no patient or user harm associated with this event. The service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.